Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that a patient had an informational power on reset (por) and the implantable neurostimulator (ins) had turned off while he was sleeping on (B)(6) 2016. He had a return of pain after the ins turned off, therapy had stopped due to the por, and he didn't have the medicine to take care of the pain like he used to have. There were not traumas or falls that could be related to the issue. The patient had a CT scan a couple of weeks ago of his upper body, unrelated to the implant, and he had turned the ins off beforehand. He turned the ins off before anything medical, even walking into a hospital. He most recently charged the ins on (B)(6) 2016 and it had approximately "60%". The por was cleared and therapy was turned back on. Therapy was adequate and the patient could already tell a difference towards helping his symptoms. Troubleshooting resolved the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.